Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection of the returned product noted: the trocar balloons, lock collars, valve seals and doors appeared to be intact. The obturators were received. The inflation syringes were received. A functional evaluation found that the balloons were inflated; leaks were detected and cuts were observed. The flapper valves when actuated opened and closed securely. The lock collars moved up and down the cannula and snapped securely on place. The obturators were inserted into the trocars and cannula, they were removed without restriction. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. As per instructions for use (IFU), caution : care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, two balloon ports were torn. There was no patient involvement.